Event description:
It was reported that during embolization of a left terminal carotid aneurysm, the embolization coil failed to detach from the delivery pusher. The user indicated that the delivery pusher was torqued counter clockwise. The coil did not detach upon rotation. The delivery pusher was withdrawn and in doing so, the coil detached, leaving 1.5cm of the coil in the mca. An attempt was made to push the coil into the aneurysm using the delivery pusher. However, the coil exited from the microcatheter and remained positioned in the mca. Anti platelets were administered there was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The implant was not returned as it is within the pt. The electrical continuity of the device was verified and found to be within specification. The detachment zone of the delivery pusher has evidence of multiple detachment attempts as it is melted. The delivery pusher has evidence of being torqued as it has been twisted. The core wire within the twisted portion is broken. Root cause: the root cause of the this complaint for coil non-detachment cannot be determined. The appearance of the device indicates that the coil detached and functioned in accordance with finished product specifications.